Event description:
Physician was attempting to ablate using thermocool sf. Impedence was reading 240-260, so we could not ablate. Grounding pads were changed, cables where change and checked, as well as a new catheter, and still had high impedence. The only way that the case could continue was to change out equipment and catheters and switch to another product. Products from a different manufacturer were used to complete the procedure.what was the original intended procedure?svt ablation.